Event description:
It was reported that a pt underwent a vaginal vault prolapse repair in 2001. A wedged-shaped segment of the posterior vagina was excised, exposing the levator muscles. These muscles were approximated with a running suture. The posterior vagina was closed with a running locking suture of an unknown brand. The pt developed perineal pain and purulent discharge. An incision was made and the suture identified and removed. A curette was used to debride the area. The levator muscles were re-approximated with a running suture and the posterior vagina closed with suture.